Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cough, throat irritation and insomnia. The patient did receive medical intervention and reported to have received a prescription for antihistamines. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer previously reported a CPAP device's sound abatement foam became degraded and caused cough, throat irritation and insomnia. The patient did receive medical intervention and reported to have received a prescription for antihistamines. Despite multiple attempts on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.